Manufacturer narrative:
Product analysis: the stent had raised struts on the 3rd proximal stent segment. There was no other damage evident. (B)(4).

Event description:
The physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a lesion in the proximal lad exhibiting a little calcification. The level of stenosis was .68 (ffr) or 70%. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. The lesion was pre-dilated prior to attempted stent advancement. During delivery of the stent, resistance was encountered, no excessive force was used. The device failed to cross the target lesion. It was noted that the a stent strut was lifted. Another resolute device was used instead. No patient injury reported.